Event description:
It was reported that the customer was hospitalized for low bgs. Bgs were low and over treated. Troubleshooting was not performed. The family member stated that the customer is in school and is doing fine.